Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint for this defect mode. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: three photos were provided and reviewed. The first photo showed the side of the outer package label of a crosser s6 catheter indicating catalog number crus6a and lot number gfap2139 with expiration in march 2018. The second photo showed the label of the inner pouch of a crosser s6 catheter indicating catalog number crus6a and lot number fcwl10011 with expiration in november 2014. The third photo showed the front of the outer package label of a crosser s6 catheter indicating catalog number crus6a and lot number gfap2139 with expiration in march 2018. As the crosser s6 devices were manufactured over 3 years apart, a mix-up at the manufacturing site was not possible. Additionally, the reported event details state that the product was obtained by the rep from a trunk stock exchanged and had been opened prior to being transfered to the facility. Based on the reported information it is likely the product was mistakenly placed in the box by the previous sales rep. Therefore, the investigation was unconfirmed for the device markings issue and was instead confirmed for packaging issue and shelf life exceeded. Conclusion: the device was not returned. Three photos were provided. Based on the photos provided and the reported event details, the investigation was unconfirmed for the device markings issue. The investigation was confirmed for a packaging issue as the outer box label did not match the inner pouch label, likely due to the product mistakenly being placed in the incorrect box by a previous sales rep. The investigation was also confirmed for shelf life exceeded as the device was used after its indicated shelf life. Per the reported event details, the product was obtained by the rep from a trunk stock exchanged and had been opened prior to being transferred to the facility. Based on the reported information it is likely the product was mistakenly placed in the box by the previous sales rep. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings and precautions: store in a cool, dry, dark place. Rotate inventory so that the catheters and other dated products are used prior to the ¿use by¿ date. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure, the user identified that the outer label expiration date allegedly did not match the inner label expiration date. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure, the user identified that the outer label expiration date allegedly did not match the inner label expiration date. There was no reported patient injury.